Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle was floating inside a single day infusor. The particulate matter was identified after the device was filled with desferrioxamine, while the device was in storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 28, 2014 to october 29, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a white particle floating in the devices reservoir. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.